Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicates that this lv lead was already explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited muscle stimulation. The health care professional (hcp) programmed the device to vvi but was still getting lv pacing and was thinking of turning off the lv lead until an x-ray was done. Additional information was received indicating that muscle stimulation and an assumed lv lead dislodgement were reported after the patient had an accident a few years back. The patient was still scheduled for an lv lead extraction. To date, the lv lead remains in service. No adverse patient effects were reported.